Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support advised on alternative button-press techniques and confirmed the difficulty before arranging for a replacement pump. Customer was instructed to store and return the problematic pump and was advised on programming and connecting their replacement pump. The customer understood these instructions and a replacement pump with updated software was sent.